Event description:
It was reported that the patient with this pacemaker presented to the emergency room and was found to be in safety mode. Additionally, a review of the right atrial (ra) lead data noted low out-of-range pacing impedance measurements in addition oversensing and noise were also observed, leading to inappropriate atrial tachycardia response (atr) episodes. Device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced and the ra lead was surgically abandoned. No additional adverse patient effects were reported.